Event description:
It was further reported that there were 60 atrial high rates with far field oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported in the (B)(6) clinical study that the atrial lead was oversensing. The device was re-programmed to fix this issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
(B)(4)